Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump got wet and alarmed button error. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly and no button error alarm or moisture damage on the keypad traces, electronic assembly or motor noted. The keypad connector was fully locked. However, the insulin pump was received with cracked case at display window corner, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.